Manufacturer narrative:
Physio-control evaluated the device and verified the reported ECG failure. Physio replaced the ECG cable assembly and observed that the cause of the reported failure was a missing brass sensing plate from the ECG connector on the cable assembly. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
The initial medwatch report indicates: it was reported that the device was being used to monitor a non-critical patient. The device failed to display the patient's ECG rhythm using a 3-lead ECG cable and prompted "connect electrodes" when defibrillation electrodes were connected to the patient. It was reported that the failure did not have any adverse effects on the patient. The initial medwatch report should indicate: it was reported that the device was being used to monitor a non-critical patient. The device failed to display the patient's ECG rhythm using a 3-lead ECG cable and prompted "connect electrodes" when new ECG electrodes were connected to the patient. It was reported that the failure did not have any adverse effects on the patient. This failure should not have been initially reported. This is not a critical malfunction and would not cause or contribute to a serious injury or death if it were to recur. ECG was available through another source on the device.

Event description:
It was reported that the device was being used to monitor a non-critical patient. The device failed to display the patient's ECG rhythym using a 3-lead ECG cable and prompted "connect electrodes" when defibrillation electrodes were connected to the patient. It was reported that the failure did not have any adverse effects on the patient.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.